Manufacturer narrative:
This lead has been returned, however analysis is not needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to a systemic blood infection. No additional adverse patient effects were reported.